Event description:
It was reported the pt feels an uncomfortable sensation like "she was water dripping down the inside of her legs". The pt stated that she did not experienced this sensation with her previous ipg. The pt met her physician and the physician indicated that the feeling is normal, the sensation is the nerves healing. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.